Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8637-40, neuro pump, implanted: (B)(6) 2013, addr01, ipg, implanted: (B)(6) 2015, 407452, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited intermittent capture and intermittent undersensing characterized by inconsistent p waves post implant. The ra lead was also reported to have high thresholds. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.